Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result, for 2 patients, with accu-chek inform ii meter serial number (B)(4). Patient 1: at 10:58 a.m. The meter result was greater than 600 mg/dl and at 11:01 a.m. The meter result was 269 mg/dl. The greater than 600 mg/dl result was not believed to be correct and prompted a retest. The result of 296 mg/dl was believed to be correct, and the patient was treated based on this result. Patient 2: on (B)(6) 2020, from a blood draw at 5:00 a.m., the meter result was 98 mg/dl and from that same blood draw, the laboratory result at 9:00 a.m. Was 75 mg/dl. The same vial of test strips were used for both patients.